Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose due to medication and change in carb ratio. Blood glucose level at the time of the incident was ranging from 188 to 493 mg/dl and treated with insulin. Blood glucose level goes down in the evening ranging from 40 to 50 mg/dl. Customer was assisted changing the basal rate to standard. The insulin pump was not replaced or returned for analysis.